Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the device was not helping the patient and that the patient also had a urinary tract infection. Patient was redirected to their health care professional. No further complications were noted or anticipated.